Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter continues to display the apply sample message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6), 2012. The patient manages his diabetes with insulin (type/ amount not specified). At the time of the alleged issue, the patient reportedly administered self "too much" insulin (amount not specified). About 3 hours after the alleged issue, the patient claims he felt symptoms of sweating, extreme hunger and shaking. The patient ate hard candy as treatment. At the time of troubleshooting, the cca noted the correct test strips were being used for testing. The cca tried to walk the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned but not yet evaluated by lifescan product analysis lifescan (lfs). Lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2012)-device evaluation: the meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter passed testing; the was found to work properly with no faults found. The primary complaint was not confirmed. Test strips were also returned; however, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.